Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) sent an email to report the os was scratched while wearing the acuvue oasys for astigmatism brand contact lenses. The pt thought sand was in the eye and changed the os lens but, the sensation continued. The pt advised the suspect os lens ¿cut my cornea¿ and was prescribed antibiotics. On (B)(6) 2018 a call was placed to the pt and additional information was provided. The event occurred in (B)(6) 2018. The pt experienced a sensation of sand in the eye. The pt was at the beach at the time of the event. Pt reported symptoms of redness, tearing and photosensitivity. The pt rinsed the os suspect lens with saline solution, but the sensation of sand in the eye continued. The pt continued to wear the suspect os lens while symptomatic as the pt noted no abnormalities when the lens was examined. The pt consulted an eye care provider (ecp) who advised the pt had a cut on the os cornea and was prescribed ciprodex (ciprofloxacin/dexamethasone) every 4 hours for 5 days. The pt returned to the ecp after 2 days and the os was much better. The ecp advised the pt to continue the ciprodex as prescribed. The pt reported the ecp prescribed the medication prophylactically to prevent ¿infection/fungus¿ as the pt had been swimming in the ocean while wearing the cls. The pt has since returned to contact lens (cl) wear. The pt has a 15-day wear schedule and uses opti-free solution as a disinfectant. On (B)(6) 2018 a call was placed to the pt¿s treating ecp who provided additional medical information. The ecp reported the diagnosis was in (B)(6) 2018. Pt presented with discomfort and discharge and was diagnosed with keratitis os. The pt was prescribed ciprodex q 4 h, which is not standard treatment as the pt had been swimming and riding a motor dirt-bike; the pt was treated prophylactically. The ecp could not confirm if the os keratitis was infectious. The ecp reported the pt ¿misuses cl wear¿. No additional medical information was provided. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00p14r was produced under normal conditions. The os suspect lens was discarded. If any further relevant information is received, a supplemental report will be filed.